Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that her handheld would not power on. The nurse first noticed on (B)(6) 2011 that the handheld would not power on even though she had charged it overnight. The nurse then tried two different electrical outlets known to successfully provide electrical power and tried to do a hard reset each time which did not resolve the problem. The nurse reported that she always keeps the handheld in the office at room temperature and was not aware of ever dropping it. The handheld and flashcard were returned to the manufacturer for product analysis which was completed on (B)(6) 2011. An analysis was performed on the returned handheld and the reported allegation that the handheld could not power on was not verified. No anomalies that could have contributed to the reported complaint were identified during the analysis. However, it was identified that one of the flashcard slot pins was bent. The cause of the bent pin is unknown, but is most likely associated with mishandling of the device. Once the pin was straightened, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.